Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
It was reported that the patient had a rash under the electrodes. The area was reported to be red, itchy and bumpy. The patient's doctor provided a cortisone cream. During a follow-up the patient indicated that the rash was the same. During the final follow up the patient advised that everything was fine.